Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information provided by the customer (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was a piece of the cleaning brush. However, the origin of where / when it came from could not be identified. The suggested event can be detected prevented by handling the device in accordance with the following IFU: "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was reported to olympus. Customer added that the procedure being performed was a screening colonoscopy and that there was no delay to patient therapy.

Manufacturer narrative:
The scope was used in two procedures. A report will be submitted for each procedure. Please refer to the following reports: patient identifier of (B)(6). Patient identifier of (B)(6). Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that upon receiving their loaner evis exera iii colonovideoscope, they cleaned it by passing a cleaning brush through the channels. They then used the scope on a patient, and afterwards, they cleaned it again. They used it on another patient, and cleaned it a third time. Upon cleaning the scope the third time, a two inch section of a cleaning brush came out of the scope. The customer noted that the brush part that came out was not one of their own. They used a steris brush with a white sheath and white bristles, while the brush that came out of the loaner scope had a clear sheath with a yellow tip. The customer is no longer using the scope and there was no report of patient harm.